Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimation. There was no reported product deficiency. The reported restenosis and angina are known adverse patient events listed in the vision instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the index procedure was performed (B)(6) 2010, and two bare metal stents were implanted in the coronary without issue; a multi-link vision stent in the diagonal and a non-abbott stent in the obtuse marginal arteries. In (B)(6) 2010 the patient had a percutaneous transluminal angioplasty (ptca) for in-stent restenosis of one of the stents; however, it was not reported which stent was treated. On (B)(6) 2011, the patient was readmitted and was treated with a non-abbott drug eluting stent to the diagonal artery. On (B)(6) 2011, the patient was treated with 3 non-abbott drug eluting stents to the circumflex artery. There was no reported patient sequela. No additional information was provided.